Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17730. Related manufacturer reference number: 2017865-2019-17735. It was reported that the patient presented for follow up experiencing a pocket infection and hematoma at the implant site. The pulse generator, right ventricular and right atrial leads, were explanted. The patient's condition was stable.